Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse had customer switch interface gates. There was no sample tube dropping since. The cse observed the robot try to place a tube in interface gate with no puck in the gate. The cse was unable to reproduce this. The cse reported that service performed on the theta belt's instrument for another incident may have assisted in resolving the issue. The cse reported no additional tubes have dropped since the issue occurred. The system was returned to normal operation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Three sample tubes have been dropped by the advia labcell sample manager. One patient with sample ID (B)(6), had to be recollected, delaying patient treatment. The customer does not know which test methods were ordered for the patient. The customer does not recall if the other two samples were tested successfully. There are no reports of patient intervention or adverse health consequences due to the dropped sample tubes.